Manufacturer narrative:
Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer. The following were noted during visual inspection missing reservoir tube o-ring, broken reservoir tube lip, fading serial number label, and cracked case near belt clip rails. Cosmetic damage to the retainer area was confirmed. Unable to lock a test p-cap into the reservoir compartment due to missing retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported insulin pump was dropped. The customer was also reported damage to the retainer ring and reservoir was unable to lock into place. The customer reported a blood glucose value of 258 mg/dl and the hyperglycemic event was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-397a, mmt-1880l. Troubleshooting was performed for retainer ring damage. Customer was advised to replace the device. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer. The following were noted during visual inspection missing reservoir tube o-ring, broken reservoir tube lip, fading serial number label, and cracked case near belt clip rails. Cosmetic damage to the retainer area was confirmed. Unable to lock a test p-cap into the reservoir compartment due to missing retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.